Event description:
It was reported that the patient presented to the hospital with active drainage, infection and erosion at device pocket. The infection was not associated with any abbott product and/or procedure. The vegetation was visualized with echocardiography on both right atrial (ra) and right ventricular (rv) lead. The pacemaker, ra lead and rv lead were explanted. The patient was in stable condition throughout the procedure.